Manufacturer narrative:
(B)(6). On 10/06/2015, software investigation completed. Findings are that the software is functioning as designed. There was no allegation of an inaccuracy intended. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a posterior fusion spine surgery of c3-c7, to treat cervical spondylotic myelopathy, all the screws were inserted under the navigation of a navigation system. After screwing, the screw positions were roughly checked using the c-arm from the lateral side. Post-operative x-ray images showed that the lateral mass screw of the left c4 was disoriented to the caudal direction than it should be, and the screw tip on the image appeared to be inside the intervertebral joint of c4/c5. Yet, the doctor judged it had no problem, and thus the procedure was completed without re-inserting the screw. No specific measurements were provided. The surgeon completed the procedure with the use of the navigation system. It was reported that the doctor has no concerns or complaints for this event. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.